Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer reference number (B)(4). It was reported that while the physician was pulling the other lead from the patient that this lead was also pullled.